Event description:
During an esophageal dilation procedure, the physician used a cook eclipse ttc wire guided balloon dilator. It was reported [that the] user advanced the endoscope to middle of esophagus and observed mucosal burn and stricture. The endoscope cannot be advanced through to the stricture area. User advanced the wire guide through endoscope working channel to stomach, then took ecl-12x5.5 balloon to conduct dilation. User lubricated the balloon and flush the wire guide lumen with saline, then advanced the balloon through wire guide in small increments. User observed the balloon out of the endoscope working channel to stricture area under endoscopic view. User inflated the balloon with saline to 2atm while found out the balloon pressure cannot be hold. User empty the balloon and retracted the balloon from endoscope, then inflated the balloon while confirm the leaking issue. User then changed to another same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The balloon was returned with a red/brown substance on the balloon. No kinks or damage to the catheter were identified. During a functional test, the balloon was inflated with water using a syringe from our stock. A stream of water was noted coming from a pinhole at the distal end of the balloon material. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report, a pinhole was identified in the distal end of the balloon material. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A possible contributing factor to a pinhole/hole in the balloon material is if the balloon material comes into contact with a sharp object or a burr in the endoscope accessory channel. Prior to distribution, all eclipse ttc wire guided balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.